Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included ferrous sulfate. The patient's medical history included asthma, obesity, anemia, herpes simplex, systemic lupus erythematosis, renal disease and hepatic disease. Concomitant products included folic acid (folate), medroxyprogesterone acetate (depo provera) and salbutamol (proventil). On an unknown date, the patient started ferrous sulfate at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea and vaginal discharge had not resolved. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 ( discrepancy noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Diagnostic results: on unknown date patient had underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: abnormal bleeding (vaginal), menorrhagia bladder infection, urinary tract infection, dysmenorrhea (cramping), vaginal discharge were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, anemia, herpes simplex, systemic lupus erythematosis, renal disease and hepatic disease. Concomitant products included ferrous sulfate, folic acid (folate), medroxyprogesterone acetate (depo provera) and salbutamol (proventil). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (multiport robotic hystrectomy biltaera; salphingectomy uterosacral suspension). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea and vaginal discharge had not resolved. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 (discrepancy noted as per pfs) discrepancy noted: date(s) of insertion: (B)(6) 2013 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Diagnostic results: on unknown date patient had underwent essure confirmation test quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event abnormal uterine bleeding added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, anemia, herpes simplex, systemic lupus erythematosis, renal disease and hepatic disease. Concomitant products included ferrous sulfate, folic acid (folate), medroxyprogesterone acetate (depo provera) and salbutamol (proventil). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea and vaginal discharge had not resolved. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 (discrepancy noted as per pfs) discrepancy noted: date(s) of insertion: (B)(6) 2013 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Diagnostic results: on unknown date patient had underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc (product technical complaint). Follow up 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.